Event description:
It was reported through the filing of a lawsuit that allegedly on may 23, 2024, during a right knee revision, a left sided femoral component/implant was implanted in the patient's right knee. In june of 2024, the patient began to experience post-operative pain and swelling. Allegedly on or about september 19, 2024, she sought a second opinion for ongoing knee and leg pain and was told for the first time that her radiology images showed a "left sided femoral component in the right knee". On (B)(6) 2025, a two-component revision right total knee arthroplasty and right knee lateral release were performed.

Manufacturer narrative:
The following devices were also listed in this report: tri post augment sz2 5mm, cat# 5543-a-200; lot# l3z3a triath fem distal aug 5mm - size 2 left; cat# 5540-a-201, lot# lrz3r it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding incorrect selection involving an unknown femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details are needed to fully investigate the event. It is the responsibility of the surgical team to review the device prior to implantation. F further information becomes available or the product is returned, this investigation will be re-opened.